Event description:
Customer reported that the device had a wrench icon. The device was returned and evaluated at physio-control's failure analysis center. It was observed that it would not power on. There was no report of patient use associated with event.

Manufacturer narrative:
(B) (4): physio-control determined the root cause of malfunction to be an open solder joint on the u4 ic chip. The chip was re-soldered and proper assembly operation observed. A replacement device was provided to customer for use.